Event description:
Vascar model 111-256 and syncope implanted due to sick sinus syndrome with pauses and syncope. Initial post-op visit on 9/23/1997 bipolar resistance 646 ohms, unipolar = 649 ohms. 11/13/1997 bipolar = 760 ohms. 2/10/1998: 960-986 ohms bipolar 10/23/1998: 904-952 ohms bipolar. On 4/30/1999 bipolar resistance had dropped to 730-770 ohms. Reassessed 6/10/1999 - total bipolar lead failure with non-capture at maximum outputs of 8.1 volts & "low ohms" message, multiple interrogations. Unipolar ohms on 6/10/1999 measured 237-257. Unipolar capture was still present 6/10/1999, but intermittent. Unipolar oversensing of non-cardiac signals was noted undersensing also was documented. The lead has demonstrated excellent capture & sensing thresholds from implant through 4/30/1999 unitil total non-capture occurred 6/10/1999. Referred for surgical lead replacement.